Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. Technical services (ts) was consulted, and programming and troubleshooting recommendations were discussed at length. Closer monitoring via the latitude remote patient monitoring system was also recommended. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.